Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the hub and identified the returned sample as an 8mm x 8cm balloon. The balloon was received partially inflated. Two kinks were noted 9.0cm and 10.cm from distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were observed at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using a 0.035" in-house guidewire, and it was unable to load past the kinks at 9.0cm and 10.0cm from the distal tip. The inflation hub was connected to a max30 inflation device. Negative pressure was applied and the excess liquid inside the balloon was removed without issue. Water was used to inflate the balloon. Upon inflation, water was observed leaking from the catheter 16.8cm from the distal tip. The catheter was examined under microscopic magnification (20x) and a cut to the catheter was observed. No ruptures were identified during the functional testing. The user likely perceived the leak from the cut in the outer catheter as a balloon rupture. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the sample was returned. The investigation is confirmed for a cut in the outer catheter. The investigation is inconclusive for a balloon rupture, as the balloon was unable to be fully inflated due to poor sample condition (i.e. Cut catheter). The definitive root cause for the cut in the outer catheter could not be determined based upon the available information. It is unknown whether the user perceived the cut in the outer catheter as a material rupture. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current vaccess pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while treating an av fistula, the pta balloon allegedly ruptured at 18 atms on the third inflation. There was no reported retraction issues. Another pta balloon was used to complete the procedure. There was no reported patient injury.